Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that emergency medical services were dispatched and was hospitalized due and unconsciousness and low blood glucose on (B)(6) 2019. Blood glucose level at the time of the incident was 19 mg/dl. Customer was treated with glucose and carbohydrates. The insulin pump will not be returned for analysis.